Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 6958716, 510k # k081297 and upn (B)(4) was cleared in the united states. Revision surgery. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: fracture dislocations(c6-c7) procedure:psf (posterior spinal fusion) levels: c6/c7 it was reported that post-op, implanted screw deviated and a revision surgery was done for removal. No patient complications were reported post revision.

Manufacturer narrative:
Additional info: product analysis: visual and microscopic examination of the complete and symmetrical witness marks on the crown of the mas suggest full seating rod and tightening of the screw. Visual and functional review of the implant suggests the implant is capable of performing its intended function.